Event description:
Our employee reported to us that during a surgery, a miss drilling happened.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.